Event description:
A cartridge alarm was reported by the caller, but there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump as it was under warranty and instructed the caller to return the malfunctioning pump to tandem using the provided return box and pre-paid label. The caller was informed that they would receive a pump with updated software and advised on how to transfer their settings and connect their cgm to the new pump. Additionally, the caller was instructed on putting the pump into storage mode before returning it.